Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 30 mg/dl at the time of the incident. The customer¿s other blood glucose was 230 mg/dl and 100 mg/dl. The customer was assisted with troubleshooting and declined for low blood glucose. The customer did not provide details regarding symptoms of low blood glucose. The customer was treated with food and insulin pump. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. Device was monitored and functioning properly. Device communicated properly with the test guardian transmitter. Insulin pump received with serial number label peeling, pillowing keypad overlay and cracked select button keypad overlay. The information provided date of incident with the initial report was incorrect. The correct information has been included with this report.

Event description:
The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(4) 2018.